Event description:
The customer reported that approximately 20 milliliters of clear fluid leaked from the needle area of the coulter hmx hematology analyzer with autoloader. The customer stated that fluid dripped under the instrument while running startup. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no report of any change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a pinhole in the tubing at pinch valve pv43. The fse proceeded to replace the tubing to resolve the leak and verified that the instrument performed as per instrument specifications.